Event description:
Additional information was received from a nurse. It was reported that their office did not take care of this issue for the patient, the patient saw a general surgeon. The hernia was documented in the patient's chart, but it was not detailed and did not appear to be related to the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient's medical history included a hysterectomy with a possible appendectomy removed incidentally via separate incision. It was reported the patient presented with a few-year history of a right lower quadrant abdominal bulge for over some time. The patient experienced increased pain and discomfort associated with the bulge. The patient had never had any trauma there. The only procedure the patient had done was an insertion of a pain pump. A computed tomography (CT) scan performed on (B)(6) 2015 revealed a right lower quadrant/flank area hernia, involving a segment of ascending and transverse colon without any obvious obstruction. The hernia was located directly below the pain pump (right lower quadrant/flank area). The preoperative diagnoses included a symptomatic right lower quadrant/flank hernia, an incidental umbilical hernia, obesity (body mass index of 28), chronic constipation, chronic pain syndrome and depression with anxiety disorder. On (B)(6) 2015, the patient underwent a laparoscopic repair of the incisional hernia with mesh, including lysis of the adhesion. The hcp reported that given the location, the hernia was definitely related to the insertion of the pain pump.

Event description:
Additional information was received via a healthcare provider (hcp). It was reported that the hernia occurred in (B)(6) 2015. An ultrasound and CT were performed and "results per gen surgery." They were unable to further clarify the cause of the hernia. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving clonidine 250mcg/ml at 82.05 mcg/day and dilaudid 3.5mg/ml at 1.1 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On an unknown date, the patient experienced a hernia near the pump site. The hcp that diagnosed the hernia felt the pump was the cause. The patient was scheduled to have surgery for the hernia on (B)(6) 2015. Additional information has been requested regarding the event date and diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.